Event description:
The reporter stated, "cc tubing broke at the site of the tubing meeting the connector; should never disconnect there. This was dicovered while priming the tubing that was connected to pt." There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that the product was not available for return. The device history was reviewed with no related issues found. Review of the complaint database from the previous 24 mos indicates this is the only reported complaint for this product code. Smiths was unable to confirm the issue or determine a possible cause without the return product evaluation. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the info was received was march 8, 2008. Smiths continues to be committed to regulatory compliance and will make every affort to ensure that this does not recur.